Manufacturer narrative:
A visual inspection was performed as part of the mar. The mar report concluded: the neck to stem trunnion of the modular neck exhibited indications of micro-motion and corrosion indicating a mechanically assisted corrosion process taking place. The side most affected was the medial side of the neck to stem trunnion. The base alloy was found to be (B)(4). No material or manufacturing defects were observed on the surfaces examined. A review of the device history records indicated that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.

Event description:
It was reported that the patient had an infected total hip. All implants removed and replaced with an antibiotic spacer.